Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator (ICD) had a battery performance alert. The ICD was explanted and replaced. The patient was stable.